Event description:
The customer reported the device shows an intermittent red x and will not always display a 12 lead ECG on the screen nor in print, it will only show lead ii. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device shows an intermittent red x and will not always display a 12 lead ECG on the screen nor in print, it will only show lead ii. There was no reported pt impact. The philips repair bench evaluated the device and couldn't duplicate the red x failure, also the bench was unable to recreate the 12 lead ECG problem. No trouble was found with the device. The device passed all performance assurance testing and was returned to the customer. Since the problem could not be recreated the cause could not be determined.